Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that 4 months have passed by since the surgery. It was reported that the patient did not have enough synostosis. The surgeon made a diagnosis of prolonged healing. The healing process was plaster cast fixation for 3 weeks, partial weight- bearing was started at 6 weeks and it passed and a full weight- bearing was decided at 10 weeks which passed as well. The surgeon cancelled the full weight- bearing and put the patient back on partial weight- bearing as the healing process was not satisfactory. Weight bearing was not allowed when the patient was discharged since the patient felt fear in weight bearing. This is report number 5 of 10 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.